Event description:
Healthcare professional reported after injection with juvederm ultra plus xc in the nasolabial folds, the patient experienced "bruising initially: after injection, at the injection site, and approximately twenty days later experienced intermittent "swelling" on the lips, and "swelling" along the nasolabial folds and cheeks. The patient's nasolabial folds were also "firm and lumpy" and "warm to the touch". Zyrtec, vitrase, and keflex were prescribed; symptoms resolved approximately two weeks after the keflex was prescribed. The healthcare professional was not sure if there had been "cellulitis" and did not believe the etiology of the patient's symptoms could be determined.

Manufacturer narrative:
The events "bruising", "swelling", "firm and lumpy", "warm to the touch", and "cellulitis" are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events.